Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. Patient underwent a revision for instability and dislocations.

Manufacturer narrative:
Pfs and medical records received. Patient underwent a revision for instability and dislocations. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update: 02/20/17 & 02/21/2017 -- pfs and medical records received. After review of the medical records for MDR reportability, noted right hip revised for instability. Revising surgeon indicated that patient had extensive necrosis of the muscle, tendons, and bone of the greater trochanter and abductor mechanism. Indicated that it was abductor mechanism failure, not cup position that caused the instability. There is no new additional information that would affect the existing MDR decision.